Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in auto mode switch episodes. The patient was asymptomatic. The physician elected to monitor the patient at this time.